Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. As a precaution representative checked voltages, reloaded software and system files. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information an imaging system being used outside of a procedure. It was reported that they system would not boot up. There was no patient present.